Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 17.5. Hardware: cgm sensor type: *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention approximately two weeks prior due to diabetic ketoacidosis (dka). The patient stated she had been feeling unwell and experiencing vomiting and described receiving false readings from her sensor. The patient¿s blood glucose levels were not provided. The patient reports getting a new phone and thought the setting would transfer automatically. No additional information has been reported.